Event description:
It was reported that cadd solis vip pump ? Faulty air in line error. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during preventive maintenance.

Manufacturer narrative:
Device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device tamper seal was missing upon receipt. Functional evaluation to include non-destructive analysis was performed. Error code for the air detector sensitivity was set too low was found in the event history log. Results: the customer reported problem of faulty air in the line error was duplicated during the investigation. When the attached cassette was in the multi-user mode, the air detector was nonfunctioning. Root cause of the reported event would be attributed to the air detector being inoperable however, it is unknown who caused the issue to occur. The inoperable air detector was replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d5: correction: operator of device: unknown, no information received, e4: correction: initial reporter sent to FDA: unknown, no information received.